Event description:
It was reported that during an open gastric bypass procedure, the device fired on one side only and cut; staples formed on right side, none on the left. The case was completed with the same device. There was no patient consequence.